Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported an 18 g x 8 cm powerglide was placed in a patient right arm about ten days ago. Yesterday a nurse saw leaking at the site and went to remove the midline and found that the catheter was not attached to the hub. An x-ray of the right arm clearly shows the 8cm midline catheter retained in the upper arm. The facility contact stated, " I would not rule out patient tampering with the line. The same arm x-ray also showed a retained broken needle at the right ac, patient is a drug addict."